Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's battery charger's power connector was damaged. The patient received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon evaluation, the power supply unit was defective. The cause of the inability to charge the batteries is the defective power supply unit. The cause of the defective power unit is a damaged connector. The connector on the charger was worn out and able to be removed from battery charger. The root cause of the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged power unit connector. The patient received a replacement battery charger.